Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient on the morning of the report and reprogrammed her stimulator (ins). The rep reported that the patient was going to see if her pain improved and call if she needed further adjustment of the ins. No further complications were reported.

Manufacturer narrative:
Initial reporter's address and phone number were added as a correction. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimula tor for spinal cord stimulation. It was reported that the patient called and said her stimulator was not working and that her doctor was retired. Patient had an appointment on (B)(6) but wanted to know what to do as she was in the worst pain ever. Manufacturer's representative (rep) offered to meet with patient to reprogram her device. Issue was reported as not resolved at the moment. No further complications were reported or anticipated.